Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the full height drawer on the main station chassis did not recover. A field service engineer removed the failed storage space and inspected the rear components of the drawer. It was discovered that the row board cable connection was partially detached from the drawer controller board. The engineer reestablished the cable head connection and conducted a thorough inspection of the remaining components, finding no additional issues. Subsequently, the engineer reinstalled the drawer into the main station chassis and reconnected the pixie bus cable. The station was then restarted. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure. The customer reported that the user was not able to remove/issue meds to the patient during the malfunction. There were no adverse events or injuries reported based on this event.